Event description:
It was reported that during the implant procedure, the physician attempted to reposition this right atrial (ra) lead due to unsatisfactory sensing and threshold measurements. On the third attempt, the lead helix was unable to be extracted or retracted normally. The physician exchanged the ra lead to resolve the event and no adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition this right atrial (ra) lead due to unsatisfactory sensing and threshold measurements. On the third attempt, the lead helix was unable to be extracted or retracted normally. The physician exchanged the ra lead to resolve the event and no adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.